Event description:
Customer reported the system displays a white image when moving from ap to lateral position. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and could not duplicate the reported problem. Tested system in both ap and lateral position moving from ap to lateral and lateral to ap multiple times. System operates as intended.